Manufacturer narrative:
Customer's products have been requested back for investigation and a supplemental report will be sent once new information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. Meter powered on with button and with insertion of both cal bar and strips. Did not observe meter turn off after cal bar or strips were inserted. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Event description:
An adc customer reported a port issue with their pxtra meter turning on and then off when the test strip was inserted. The customer stated that as a result he was unable to check his blood glucose or self-treat with insulin. The customer then reported feeling lightheaded and paramedics were called. Customer was transported to a health care facility, diagnosed with hypoglycemia and "given fluids" and (3) dex4 glucose tablets. The customer could not recall the specific fluids given at the hospital. There was no report of death or permanent impairment associated with this report.